Event description:
It was reported that before sedation the subject device had dark image. The issue was found during a set up with diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide fibers glass of distal end was shattered, broken and worn, 50% of the light guide bundle was fractured and the universal cord was broken. A root cause of the dark image could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the light guide bundle. A root cause of the universal cord breakage could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.